Event description:
Per the clinic, the patient was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient with another device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2024.